Event description:
On 10/27/2022, it was reported by a sales representative via phone that a ar-9580-2410 augmented base plate, and a ar-9582-25 modular post for augmented mgs baseplate are not locking. This occurred on (B)(6) 2022 during a revers total shoulder arthroplasty when the (B)(4) devices would not connect together. Another device of each were opened, and worked accordingly. The case was completed, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection shows a gap between the two connected parts. Devices do not disengage. Per surgical guide for ar-9580-2410 "there is a hex feature that must be aligned between the components for taper to engage." The hex feature was not appropriately aligned causing the failure. Cause of the failure has been determined to be user error. Complaint was confirmed.